Event description:
On august 14 at 11:31 am, an order was issued to administer ns 250ml + atezolizumab 1200mg via intravenous infusion. This medication is a self-paid medication, priced at 32,800 yuan per vial. At 14:11 pm, the responsible nurse administered the infusion at the bedside, adjusted the drip rate, and the infusion proceeded normally. The infusion lasted approximately 40 minutes.the patient went to the restroom and returned to the bed, where the bedding was found to be wet. The nurse was informed of the infusion leak. The infusion was immediately paused, and the infusion line was checked. A crack was found in the infusion connector, with an estimated 100 ml of medication leaked. The infusion connector was replaced, and the remaining 75 ml of medication was administered. The patient's family requested compensation due to the high cost of the medication.

Manufacturer narrative:
Device evaluation: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4309107. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4309107. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.